Event description:
(B) (4) crm received info that the pt's entire system was explanted 2 months post implant due to an infection. Five days later, a new system was implantable on the pt's right side. No additional adverse pt effects were reported. At this time, the products have not been returned.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.